Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient indicated the implantable neurostimulator (ins) 'jolted me real hard.' The shocking began a few months prior to report and occurred whether he was sitting or standing. The stimulation was 'not as smooth as it used to be' and the patient could 'feel it fluttering.' The patient did not recall if the changes in stimulation occurred around the same time as the jolting. There was no known accident or incident related to the event. The patient saw his physician on the date of report for a physical. It was noted the ins 'was placed too low.' The patient was also unable to adjust stimulation and the patient programmer displayed an out-of-regulation (oor) condition. The oor condition was cleared and the patient was the normal programmer screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the jolting would just come ¿out of the blue¿ like ¿it¿s turned up real high or something.¿ it was noted the ins ¿was placed too low¿ on the patient¿s back. It was stated the patient programmer showed error code 003.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).